Manufacturer narrative:
(B)(4). It was reported that the patient was discharged from the hospital after eighteen days and they have recovered from the peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. The patient was retrained on proper aseptic technique. The patient was reported to be recovering from the reported event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.